Event description:
A report was received that the patient was experiencing pain and swelling at the pocket site. The patient reported that he was able to move the ipg in the pocket. The physician believes the patient's body could be experiencing an internal infection due to other non-device related medical procedures. The physician instructed the patient to use his supply of lidoderm patches on the ipg site. The patient was reportedly doing well.